Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the pacing was not optimal and the blood pressure was not dropping low enough for optimal deployment. The valve was deployed to 80%, and the valve came above the annulus and was recaptured. A higher pacing rate was set. The valve was re-deployed to 80% and appeared in good position. The guidewire waspulled back and slight forward pressure was applied on the dcs. As the paddles released from the dcs, the valve dislodged ventricular. The patient remained stable. The dcs was removed and an angiogram was performed. The valve was more than 14 millimeter (mm) deep, and severe paravalvular leak (pvl) was observed due to a lack of seal at the sealing skirt. A new dcs and valve were inserted, and the valve was deployed to 80% inside the 1st valve at native annular level in an attempt to seal the pvl. Severe pvl persisted, so the 2nd valve was recaptured and removed from the patient. The 1st dislodged valve was snared and pulled into the ascending aorta, above the sinotubular junction. With the snare still attached, a third dcs and valve were prepped and inserted into the patient. The 3rd valve was deployed successfully to a depth of 4mm. Zero gradient was observed, and the patient was discharged from the hospital 1 day post-operation. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutfx-29. Serial/lot #: (B)(4), ubd: 23-dec-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.